Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was treating an avm embolization case. He was tracking maneuvering the sonic 1.2 *25 catheter over hybrid 007d wire to the desired avm location but after few navigations he found that he don't have control over the wire as it is not moving in fluoroscopy then while pulling the wire he founds that wire is still in the fluoroscopy then he removed the complete catheter out and found that the wire is broke from the middle segment. The necessary steps have been performed while pulling the wire inside the sonic 1.2 like hydrating the wire for couple of minutes and there was no difficulty in introducing the wire inside the catheter. Then he took another wire and completed the case from same catheter." Incident report form submitted for this complaint indicates that no patient injury was sustained.